Event description:
During an unspecified hepatic pta treatment procedure, the tip of the ultra thin balloon broke off the end of the balloon catheter. The fractured portion was successfully removed with a snare. The procedure was successfully completed. No patient injuries or complications were reported.